Event description:
Customer states that a blood glucose test was run and the result was 177mg/dl. The customer felt dizzy and passed out. He went to the hosp after waking up. At the hosp the blood glucose results were 58 and 53mg/dl. The customer was treated for hypolycemia at the hosp. No controls in use. A request was made for the return of the suspect device and replacement product was sent.